Event description:
The customer reported that during boot up the system's generator would not work and the system would not display images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and informed the customer of results and prices, as the image intensifier needed to be repaired. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.